Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included anemia. There is a dominant mass occupying large portion of the uterus measuring, 10.0 x 9.1x 7.1 along the right aspect of the fundus. There is another one. It is 2.0 x 1.9 x 1.2 with multiple internal echogenic foci, likely representing calcifications in, the region of the .cervix. They see an additional shadowing calcified mass' that measures .9x 0.6 x 0.8 cm. Also in the region of the cervix. Endometrial stripe is 6mm. They could not see the ovaries bilaterally gross examination: specimen #1 designated as uterus, cervix, right ovary and fallopian tube consists of a bosselated uterus with attached right ovary and fallopian tube and separate cervix. The cervix is bisected revealing the endocerical canal with tan glistening mucosa. There is a 1 cm cyst with smooth lining and containing yellow soft material. Thickness of the cyst wall is 0.1cm. The myometrium has a tan circumscribed nodule representing apparent leiomyoma 12 x 8 x7.5cm. There is hemorrhage. The right ovary is 3.5 x 3 x 1.8 cm. The transacted surface shows 2 hemorrhagic cortical cysts 0.5cm and 0.8 cm. Specimen #3 designated lesion from vagina consists of a piece of white-tan glistening and cystic appearing soft tissue 3 x 2.5 x 1.5cm. The resection surface is inked blue cut surfaces are tan and soft consistent with a cyst wall including a 0.3cm nodular area. Concurrent conditions included fibroids, genital herpes, uterine enlargement, nabothian cyst, endometrial metaplasia, bleed in luteal cyst, hemorrhagic cyst, vaginal lesion, leiomyoma uterine degenerated, necrosis, flatus and neoplasm. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids") and experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), vulvovaginal pain ("vaginal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, migraine, headache, uterine leiomyoma, dysmenorrhoea and dyspareunia outcome was unknown, the vaginal haemorrhage and abdominal pain upper had resolved and the vulvovaginal pain was resolving. The reporter considered abdominal pain upper, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 20-jun-2019: new pfs+mr received. New events: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, reproductive system disorder or condition type of disorder or condition: uterine fibroids,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal pain, stomach pain and plaintiff did not undergo essure confirmation test were added. Outcome for events added. Concomitant and historical conditions added. Lab data added. Product code was updated from essure (ess305) to essure (ess205) due to date of insertion: (B)(6) 2007 incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery ( to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.